Event description:
It was reported that during lavh, they were getting minimum activation when activating with the maximum button on hand activation. Replaced the instrument and the case was completed with no patient consequence.

Manufacturer narrative:
Date sent: 11/2/2007. Information anticipated, but unavailable at this time.